Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to the patient complaining of heart palpitations. It was noted there was a high threshold observed on the right atrial (ra) lead and that similar high thresholds had been observed in the past. The lead remains in use. No patient complications have been reported as a result of this event.